Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of the peritonitis was unknown. On an unreported date, patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with meropenem injection (1 gm, intraperitoneally, frequency not reported) and ceftazidime injection (2 gm, intraperitoneally, once a day). At the time of this report, the patient¿s outcome was unknown and dianeal therapy was ongoing. No additional information is available.